Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported via (B)(4): patient was revised for infected hip. Affected side: right hip.

Event description:
As reported via serf (B)(4) and depuy 1818910-2024-150024: patient was revised for infected hip. Affected side: right hip.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.